Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation prior to receiving the lifevest and reported that the lifevest exacerbated the area. The irritation reportedly bleeds when scratched. The patient's physician prescribed steroid creams and topical ointments. The patient indicated that the irritation did not improve. The final medical outcome is unknown.